Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As the lot # 17012108m, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: product: mobicath¿ bi-directional guiding sheath (distributed by bwi); us catalog # unknown; lot # unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6) female, underwent a paroxysmal atrial fibrillation procedure with a navistar¿ electrophysiology catheter and suffered a heart block. At the first ablation for 9 seconds, the catheter was moved and physician noted the catheter was seemed to close to his area on the carto 3 system when the ablation was going to be conducted. The physician planned to measure the distance between his tag area and location of ablation, when after 30 seconds the ablation was stopped. The last ablation was conducted with 90 seconds. One second before stopping ablation, a-h (of ic ECG) increased was observed. When ablation was stopped, complete av block was confirmed. The patient was followed up with v pacing for a while. The patient did not recover. A temporary pacing was applied on the patient and the procedure was completed. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. The physician stated that the event might be caused by ablation of his-bundle.